Event description:
A nurse reports that during intraocular lens (ol) implant surgery, a haptic was bent prior to insertion. The surgeon attempted to straighten the haptic after the iol was inserted into the eye, but was unsuccessful. The iol was cut in half and removed from an enlarged incision. A second iol was then implanted and an additional suture was required to close the incision. The patient's outcome was excellent.